Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached at the quick release, while the patient was uncoiling the tubing to insert. Reportedly, as he uncoiled the infusion set, it was noticed that it was not connected to the cannula and it was all sticky. The patient's serum glucose level was 13.9. The infusions were stored were stored in a closet in the bedroom, at a cool dry place, at room temperature. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of returned used device (1 set), it was found that the tubing was detached from the tubing connector (missing glue). No further information available.